Manufacturer narrative:
A sample was received and is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that bubbles were noted in the device during a retina procedure. The device was replaced and the procedure was completed without consequences or impact to the pt. No additional information is expected for this case.